Event description:
Medwatch report received on 07/27/2010. According to the report bravo ph capsule fail to attach. The capsule is not available for investigation. No further data was obtain except for the medwatch report.